Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had eroded through the device pocket. An echocardiogram was performed and revealed cardiac vegetation on the implanted system. The device and associated leads were explanted. It was noted the patent would be screened for a subcutaneous implantable cardioverter defibrillator (s-ICD) when the replacement procedure was approved. No additional adverse patient effects were reported.